Event description:
It was reported that the patient presented in the operating room for a system extraction due to infection. The system was explanted with no complications.

Manufacturer narrative:
(B)(4).